Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('my coils fell out a few years after placement/my coils was there stuck to my tampon') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant) and dysmenorrhoea ("I had started my period and then these awful pains for a few hours"). At the time of the report, the device expulsion and dysmenorrhoea outcome was unknown. The reporter considered device expulsion and dysmenorrhoea to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: device expulsion and dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.